Event description:
The facility representative reported a colleague infusion pump with failure code 814:04. This problem was identified during biomedical testing. During product evaluation at baxter, it was discovered that the event occurred during delivery based on device event history review. There was no report of patient injury or medical intervention associated with this report. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Event description:
During a stenting procedure in the left renal artery, the palmaz genesis sds was delivered to the target lesion via the femoral artery without difficulty. However, the balloon ruptured just before nominal pressure during inflation. The stent was placed in the lesion, though it required post-dilatation. The target vessel was noted to be mildly calcified and not tortuous, and was 90% stenosed. There was no report of adverse event and the patient is in stable condition.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause is an inoperative ail pcb (air in line printed circuit board). The device will not be repaired at this time. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).